Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in air water-cylinder and air water-tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections h6 and h11 were updated. The foreign material was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the white material was a silicone, a defoaming agent. It is possible that foreign material remained even if reprocessing was conducted in accordance with the instruction manual if silicone was used. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in the instruction manual identifies verbiage with detection and prevention methods associated with reprocessing in ¿gif-1100 operation manual chapter 3 preparation and inspection¿ and ¿gif-1100 reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.